Event description:
Product eval found the pump in style power adapter to be breached, which is a safety risk.

Manufacturer narrative:
The replacement pump was sent to the customer. A product eval found the pump in style power adapter to be breached. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(6) .